Event description:
On 11/20/95 pt was placed in supine position with hydroculator packs on anterior knee joint with appropriate padding. Interferential stimulation to quadriceps femoris and anterior knee joint was initiated. Pt did not report any ill effects. Equipment was removed. On 11/21/95 pt called office and indicated that a blister had formed and physician had evaluated the burn. An incident report was filed.